Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's scs system was explanted and replaced with a competitor's device. The date of explant is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped maintaining her ipg as recommended. In turn, the patient has been without stimulation. It was also reported the patient has been experiencing pain at the ipg site. As a result, the patient plans to undergo surgical intervention on a later date.